Manufacturer narrative:
(B)(4). Pt age: the patient was in her 50s. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested as abdominal pain. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. On an unknown date, the patient was treated with unspecified antibiotics for peritonitis (dose, route and frequency was not reported). Two weeks after admission to the hospital, the patient was discharged. On an unreported date, post discharge the patient was treated with vancomycin (dose and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.